Event description:
The manufacturer received notification that a pt death occurred while the manufacturer's device was in use. The device was retained by the local (B) (6) authority for investigation. No detail regarding the pt or incident were provided. The (B) (6) requested the manufacturer test the device with the (B) (6) in attendance.

Manufacturer narrative:
The suspect device was evaluated. Delivery and accuracy tests were performed, the device was found to pass all delivery and accuracy tests. The alleged failure was not detected and the product was within specification for fluid delivery.